Event description:
A trilogy evo was returned to the manufacturer for preventative maintenance. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the third-party service center, an error code related to the active exhalation valve (aev) was observed. Evt_aev_failure means the aev is stuck closed. The device's valve would need to be replaced to address the issue. No repair performed, device to be scrapped.

Manufacturer narrative:
The reported failure of an error code related to the active exhalation valve (aev) is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.